Event description:
It was reported that the compressor did not start. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. Our field service engineer found that the drainage valve was not functioning and replaced the drainage valve. The compressor was returned to clinical use after passed functional checks. The replaced drainage valve was disposed of and not returned for investigation. Problems with the drainage valve may lead to insufficient air delivery from the compressor. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the reported drainage valve was not functioning. As no goods was returned, the root cause of why the drainage valve malfunctioned could not be determined.

Event description:
Manufacturer ref.#: 269620.